Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice (hc) machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported observing air in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.